Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin delivery.